Manufacturer narrative:
(B)(4). Only the delivery system of the wallstent rx biliary stent was returned for analysis. A visual and tactile examination found that the distal portion of the delivery system was curved, the handle of the delivery system was in the fully deployed position, the distal blue outer sheath was separated from the clear outer sheath at the guidewire access port, there was a bend in the outer sheath, and the inner shaft was kinked. Functional analysis found that when the deployment handle was pulled opened the gap between the separated outer sheaths drew closed. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallstent rx biliary stent was to be used to treat a 4 cm malignant stricture in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to stent placement. During stent insertion, the sheath was damaged when the scope elevator was used. The stent was not able to be deployed. The stent was removed from the patient and the procedure was completed with another wallstent rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal blue outer sheath was separated from the clear, outer sheath at the guidewire port.